Event description:
Cadd ms3, sn (B)(4), somehow entered in 2 different lines of doses/times. Pt did not enter the lines intentionally and not known if they did it or it was a pump error. Pt was able to switch to back up pump with issue. The reported product fault occurred while in use with a pt, did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 5 ng/kg/min, frequency: continuous, route: sq. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.